Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery. A 12mmx3.50mm promus premier¿ stent was advanced; however, while trying to cross the device, it was noted that the proximal part of the stent was flared and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.